Event description:
A malfunction alarm occurred with the report of malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer used a backup insulin pump, and technical support arranged for a replacement pump, as the device was still under warranty.